Manufacturer narrative:
Device analysis: the guide wire was returned without the original oad and saline line. Examination of the guide wire revealed that the shaft was fractured and deformed at the proximal spring tip solder bond. The shaft was also observed to be deformed and curled up near the fracture site. The spring tip was not returned for analysis. No biological material was observed on the guide wire. The fractured guide wire was sent for scanning electron microscope (sem) analysis. Sem analysis identified evidence of a torsional stress fracture. At the conclusion of the failure analysis investigation the root cause of the fracture guide wire could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
Device evaluation is in process, but is not yet completed. A supplemental report will be submitted for device analysis.csi ID # (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. The target lesion was 30cm in length, 100% stenotic and located in the superficial femoral artery (sfa). The physician advanced a csi viperwire guide wire across the lesion and a csi orbital atherectomy device (oad) was loaded onto it. The physician completed one run with a 1.50mm solid crown oad and then continued treatment with a 2.00mm solid crown oad. While removing the oad from the patient, the tip of the guide wire broke off in the patient. The physician followed up with balloon angioplasty and stent placement in order to pin the guide wire tip against the vessel wall. The patient left the procedure in stable condition. One request for additional information has been made but none has been received.